Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for hyperglycemia. It was stated that the insulin pump did not give any alarms. It was also stated that the customer delivered boluses, but the blood glucose levels remained high. Nothing further was reported.